Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2015, patient experienced an abnormal transmitter behavior. Patient's wife stated that patient was electrocuted by the transmitter. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
He complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The reported event of an abnormal transmitter behavior was not be confirmed. A root cause could not be determined.